Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device provided a high psi value. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned sensor was evaluated. Visual inspection showed no damage. The sensor failed continuity testing due to opens across all electrodes. Functional testing could not be performed as the sensor was returned used., corrected data: model # corrected from 4248 to 4248-9.

Event description:
The customer reported the device provided a high psi value. No patient impact or consequences were reported.